Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used for a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device would not open or close. It is unknown if a stone was in the device when the malfunction occurred. The physician successfully completed the procedure using another graspit urological grasping forceps. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complaint event could not be confirmed. The silver section of the sheath kinked each time the handle slide was moved to the closed position, but did not prevent the grasper from opening and closing. There was no issue/malfunction found during product analysis. There was no visual, physical, and/or performance testing which showed evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is not confirmed. It is possible that the kinked sheath observed is due to anatomical/procedural factors encountered during the procedure. Therefore, the secondary most probable root cause for the kinked sheath is operational context. It is also noted that a kinked sheath is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a graspit urological grasping forceps was used for a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device would not open or close. It is unknown if a stone was in the device when the malfunction occurred. The physician successfully completed the procedure using another graspit urological grasping forceps. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.